Event description:
It was reported that, infected left total knee. Removal of total arthroplasty components left knee. Insertion of antibiotics and articulating spacer.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.